Event description:
In november 2002, the pt's wife reported the spinal cord stimulator had been removed shortly after the implant secondary to infection. The pt's status and recovery was still in progress on 11/15/2002 and re-implantation of another scs was being considered for the 2003 timeframe. Review of the MFR's internal device registration system (drs) shows the unit was placed in 2002 and retrieved 12 days later. Review of records shows no add'l info was rec'd by the MFR regarding pt symptoms or outcome despite repeated attempts to contact the hcp. The device was reportedly explanted, but not returned to the MFR for analysis. Query of drs shows a scs system was placed in 2003; no report of explant has been rec'd. Add'l info regarding the pt's medical history was rec'd by the MFR on 1/26/07. Review of the history provided by the hcp shows the scs implanted in 2002 was placed followed by implant of an intrathecal pain pump. An entry dated 10/24/05 shows the pt had developed an infection caused by mrsa on two separate occasions that required prolonged IV antibiotic therapy. The hcp provided on 1/26/07 that the pt had one local infection that resolved after removal of the scs unit in 2002. Add'l info has been requested from the hcp. A f/u report will be sent if add'l info is rec'd.